Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a recent CT scan observed 80 percent occlusion in the contralateral limb. The thrombus started 42mm¿s below the flow divider. The physician placed the patient on blood thinners and will continue to monitor for a few weeks to see if any additional intervention to address the occlusion will be necessary. Per the physician, the cause of the occlusion was most likely an episode of hypotension which occurred a few months ago. The hypotension was because of a low ejection fraction (30%) and blood pressure reducing medication. Per the physician, the hypotension was not related to the stent graft device or procedure. The patient was given medication, blood thinners and approximately three days ago another CT scan revealed that the occlusion was completely resolved. The physician will continue to monitor the patient. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).